Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2019 and barbed suture was used. During the procedure, it was found that there had been no fixation tab on the suture. It is unknown when the missing tab was noticed, before or during use. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/30/2020. Additional h3 investigation summary: one empty labeled winding former and a dispensed needle/suture of product code sxpp1a300, was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.